Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed. H3 other text : device is not being returned.

Event description:
It was reported that during surgery the device was not cutting correctly and left skin patterns. This created a wound on the patient and wasted skin as well. There was no delay noted. Due diligence is in process and there is no additional information presently available. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a1, b4, b5, g2, g3, g6, h1, h2, h6, h7, h9, h10. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the device was not cutting correctly and left skin patterns. This created a wound on the patient. The blade had to be switched and an additional skin graft was required from the patient. Due diligence is complete; no additional information available. No additional consequences have been reported as a result of this malfunction.